Event description:
It was reported that the povidone iodine sponge of a minicap fell out of the minicap housing. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The minicap was returned, and a device analysis has been completed. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Visual inspection found the sponge to be detached from the minicap housing inside the opened foil pouch. The reported problem was verified during evaluation. The cause of the issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.